Event description:
During a laparoscopic hysterectomy procedure, device was shooting out unformed clips. No pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. No conclusion could be reached as to how the circumstances occurred.